Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The provider states the right brake will jump out of gear while driving. The provider states the chair will stop and the motor will reengage provider also alleged the left side will do the same.